Event description:
It was reported that the patient with this electrode received up to six inappropriate shocks due to oversensing of noisy signals. It was noted that the patient had a left ventricular assist device implant the day before the shocks. Auto setup was performed and all sensing vectors failed as both primary and secondary have noisy signals, while alternate had very low signals that at times there are no sense markers. Technical services (ts) was consulted, recommended to keep device therapy off and consult with physician. This electrode remains in service. No additional adverse patient effects were reported.